Event description:
It was reported that the mount screw was fractured. The dentist was able to retrieve the broken piece of the mount and the implant was intact.

Manufacturer narrative:
Upon visual inspection, the mount was fractured at the base. The mount screw threads had slightly worn out and internal hex of the screw had minor wear damage. The screw was not able to be separated from the implant mount. The lot number for the device was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿